Manufacturer narrative:
Citation: abadie et al. Feasibility and safety of transfemoral aortic valve replacement using local anesthesia in the catheterization suite versus general anesthesia in the operation theater. Catheter cardiovasc interv. 2025 oct;106(4):2454-2468. Doi: 10.1002/ccd.70084. Epub 2025 aug 8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding feasibility and safety of transfemoral aortic valve replacement using local anesthesia versus general anesthesia. The study population included 436 patients who were predominantly male with a mean age of 82.1 years old. Multiple manufacturers¿ devices were implanted in the study population; 105 patients were implanted with a medtronic evolut bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, major bleeding or vascular complication, major cardiac structural complication, cardiac tamponade requiring pericardiocentesis, arrhythmia requiring permanent pacemaker implant, renal failure, moderate to severe paravalvular leak (pvl), valve malposition, and conversion to open surgery. No further information was provided pertaining to medtronic products.